Event description:
Migliore, federico, et al. (2023). "Intermuscular two-incision technique for implantation of the subcutaneous implantable cardioverter defibrillator: a 3-year follow-up". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01478-z. It was reported in the above journal article that in patients implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD), the intramuscular (im) two-incision technique allowed for optimal device positioning achieving a low praetorian score with a high conversion rate. The study was a single-center study of 105 patients who were implanted with a s-ICD using the im two-incision technique between november 2014 and november 2021. The overall device-related complications (including but not limited to pocket infection, surgical intervention, hospitalization, etc.) And inappropriate shocks rates over 3 years of follow-up were 9.5% and 8.5% respectively. Pocket complications were relatively low using the two-incision technique, suggesting the technique shifts the type of complications towards lead-related complications rather than device-related. The im two-incision technique would not seem to impact the occurrence of ias, however, given the rate of ias seen observed in the study, which were mostly due to extracardiac oversensing. Please see the attached article for further details.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Migliore, federico, et al. (2023). "Intermuscular two-incision technique for implantation of the subcutaneous implantable cardioverter defibrillator: a 3-year follow-up". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01478-z. It was reported in the above journal article that in patient's implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD), the intramuscular (im) two-incision technique allowed for optimal device positioning achieving a low praetorian score with a high conversion rate. The study was a single-center study of 105 patients who were implanted with a s-ICD using the im two-incision technique between november 2014 and november 2021. The overall device-related complications (including but not limited to pocket infection, surgical intervention, hospitalization, etc.) And inappropriate shocks rates over 3 years of follow-up were 9.5% and 8.5% respectively. Pocket complications were relatively low using the two-incision technique, suggesting the technique shifts the type of complications towards lead-related complications rather than device-related. The im two-incision technique would not seem to impact the occurrence of ias, however, given the rate of ias seen observed in the study, which were mostly due to extracardiac oversensing. Please see the attached article for further details.